Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4)

Event description:
A nurse reported during a cataract extraction with intraocular lens (iol) procedure the vitreous cutter did not cut or aspirate. The vitreous cutter passed the prime, but when the footswitch was pressed the system displayed an occlusion error. The surgeon closed the eye without implanting the iol. The patient is has undergone a second procedure. This is the first of two reports being filed from this facility. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and no problems were found. The system was then tested and met all product specifications. The system was manufactured on march 17, 2015. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. One opened vitrectomy probe was received with a tip protector, in a tray, for the report of did not cut. A review of the device history records (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned vitrectomy probe sample was visually inspected and found non-conforming with possible surgical material on the inner diameter and outer diameter of the port face and on the outer diameter of the needle. The sample was then functionally tested for actuation, aspiration and cut. The sample was found conforming for actuation and aspiration and was non-conforming for cut. The probe was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at the bend area and a couple other areas along the inner cutter. The o-ring was pinched between the spacer and the vent hole of the rear housing. The most likely cause for the poor cutting is the observed damage to the inner cutter of the probe. A damaged inner cutter can impede the movement of the cutter shaft, causing to probe not to perform the cut. How and when the inner cutter of the probe became damaged cannot be determined form this evaluation. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. The manufacturer internal reference number is: (B)(4).